Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure and airflow was not sufficiently provided. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off. The inlet air path assembly needs replaced to address the issue.